Event description:
Information received by medtronic that the insulin pump was over delivering. The customer¿s blood glucose value was 4.6 mmol/l. Customer¿s current blood glucose was 6 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated low blood glucose value with food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
On the event date june 01, 2022. Customer returned insulin pump for an alleged high blood glucose. Insulin pump passed stop current, run current, self test, off no power, insulin pump error test, rewind, basic occlusion, occlusion, prime/insulin pump error, excessive no delivery test and displacement test. Device functioning properly. Insulin pump history download using thds was successful. However, insulin pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Insulin pump error alarms are due to the insulin pump not having power for a long period of time. Carelink downloaded and function properly. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. No cosmetic damage found. Device passed required testing. Device functioning properly during testing. Insulin pump passed delivery accuracy test .08830 possible over delivery anomaly not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.